Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating a primary alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a primary alarm failure. The rse found error code 1102 logged. The rse discussed the repair for error code 1102 with the customer and advised the customer to see if the loose connector was the issue. The rse provided the customer with the parts ID for a speaker assembly. It was later determined by the customer that the cause of the issue was due to the speaker not being plugged in correctly. The customer plugged the speaker in correctly to resolve the issue. The customer plugged the speaker in correctly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.